Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. At this time the suspect device has not been evaluated by vyaire medical, therefore no root cause can be determined.

Event description:
The customer reported transducer fault error on the vela ventilator. There is no information regarding patient involvement that was associated with the reported event as of this time.